Manufacturer narrative:
(B)(4). D10: concomitant medical products: 42528200708 - partial articular surface - 63784873. 42538000702 - partial tibial component - 63720352. Unknown palacos with gentamycin. No devices or photograph were received; therefore the condition of the components is unknown. The device history record was reviewed and no discrepancies relevant to the reported event were found. Medical records provided state that patient was revised due to metal allergy (nickel allergy), pain and inflammation. It was reported that patient was revised due to allergic reaction, hence the root cause can be attributed towards patient condition. This complaint is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a clinical study patient underwent a right knee tka approximately two years ago. Subsequently the patient had a revision after experiencing pain and inflammation due to a metal allergy.